Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for noise and frequency assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the air oscillator device, it was determined that the bearing of the device had seized. It was noted that the bearing was blocked in front. It was further determined that the device failed pretest for check frequency, check for air leak, check for excessive noise, and check for immediately stop. It was noted in the service order that the device had a problem and was not reliable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.